Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the 3.5x20 mm nc trek balloon was removed from the hoop, the distal shaft of the balloon catheter separated in two pieces. Resistance was felt during removal of the stent delivery system from the hoop. The device was not used on the patient. A new nc trek balloon catheter was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.